Manufacturer narrative:
This report is submitted on january 03, 2024.

Event description:
Per the clinic, the patient developed an infection around the abutment site and subsequently was treated with topical steroids (specific date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023 and there are no plans to reimplant the patient with a new device as of the date of this report.